Event description:
It was reported that the blade broke at the proximal mount while using a system 6 sagittal saw during a hip procedure. It was also reported that two pieces of metal were subsequently retrieved from the patient. It was further reported that the procedure was completed with no adverse consequences.

Manufacturer narrative:
The blade subject to this complaint was not returned for evaluation. It is not possible to determine the definitive root cause for the alleged breakage.